Event description:
The customer reported to olympus, there was an acrylic adhesion and an air/water supply failure when using the evis lucera elite gastrointestinal videoscope. During the inspection and testing of the returned device, foreign objects were found in the forceps channel and nozzle; the air/water supply was found to be clogged. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to foreign objects found in the forceps channel, curved rubber adhesive and nozzle; clogging was also found in the air/water supply due to foreign matter being present. Water tightness was not maintained due to perforation in the forceps channel, and elongation of the angle wire created an insufficient bending angle issue, as well as causing the play of the angle knob to be out of the normal state. Forceps could not be inserted at all due to damage in the forceps channel and the curved rubber adhesive was missing. The suction cylinder was scraped, and a collapse was observed in the suction channel. The up/down (u/d) knob was not securely fixed due to wear of the u/d angle fixing lever, as well as scratches found on both the u/d knob and u/d angle fixing lever. Scratches were found on the operation part, and dirt was found on the operation part that was difficult to remove. Scratches were also found on the switch box, operation unit cover, grip, right/left knob, universal cord, as well as the scope connector side of the universal cord, scope connector and scope connector cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material in the biopsy channel and the foreign material in the nozzle, was determined to be histoacryl (tissue adhesive). It is likely that it was aspirated and solidified when hemostasis was confirmed. Additionally, it was determined that reprocessing was conducted appropriately. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.